Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir area was chipped and cracked. The customer¿s blood glucose was unknown at the time of the incident. The customer also reports unexplained no delivery alarm and battery cap extremely hard to take on and off. The insulin pump will not be returned for analysis.